Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas pro ise analytical unit. The sample initially resulted in a potassium value of 5.4 mmol/l and it repeated as 7.1 mmol/l. The sample was repeated again, resulting in a value of 5.4 mmol/l.

Manufacturer narrative:
The potassium electrode lot number and expiration date were requested, but not provided. The customer replaced all system reagent bottles and performed maintenance actions, including a reagent flow path wash, and daily wash procedures. The system was re-calibrated, but both calibration and controls failed. The field service engineer checked the analyzer and cleaned the sample probe. The ise cuvette was cleaned and the sample probe was adjusted. The sample probe wash was adjusted. Calibration and controls were run. Precision studies passed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.